Event description:
Procedure: low anterior resection. According to the reporter: prior to use after setting the battery, adapter and the sulu, a doctor checked the conditions of jaw. Confirmed the reaction to the silver button was available, however no reaction to the blue button. The reload was recognized, but blue button didn't function properly. The reaction to the silver button was to rotate the device. After replacement of the adapter and battery and idrive handle, the case was completed with no problem. New one was opened to complete the case with no problem. No patient involvement. Operating time not extended.

Manufacturer narrative:
(B)(4).